Manufacturer narrative:
(B)(4). This customer reported a cracking noise at "maximum load" and an intermittent power indicator. There was no report of any pt involvement. This model of defibrillator has been out of support since (B)(6) 2006 and no replacement parts are available. We are unable to determine the cause of the reported symptom.

Event description:
This customer reported a cracking noise at "maximum load" and an intermittent power indicator. There was no report of any pt involvement.